Event description:
Customer reports the lancet does not fully retract inside of the softclix lancet device after use. No adverse event reported. A request was made for return of suspect product and a replacement was sent.